Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the imaging system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used pre-operatively for a procedure. It was reported that the imaging system did not boot. The battery level indicator was noted to be red and blinking, ultimately not powering on. There was no reported delay to the procedure due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome. Troubleshooting found that the umbilical port on the imaging system was disconnected, resulting in the batteries discharged. Additional information was received. It was reported that the issue occurred during a stabilization surgery.